Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k) k211875. Summary of investigational findings: the patient was injured without further explanation. A celect-pt filter and a secondary filter leg were returned. On the filter two secondary filter legs had fractured, two secondary filter legs were crossed, and another secondary leg crossed a primary filter leg. The filter hook was severely straightened. To date no further information as to patient impact and filter dwell time/retrieval procedure has been reported and based on the investigation findings only, the exact reason for the filter to fracture cannot be determined, but the complaint will be reopened if additional information will be provided. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2015." Patient outcome: it is alleged that the "[pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."